Manufacturer narrative:
Product 340-4128, lot no. Crf 10160001 is currently under recall #z-1444-2011.

Event description:
Info received alleges the pt is experiencing air in line alarms. Microbubbles were noted in soft tubing segment.